Event description:
Account alleged no trendelenburg function. No patient impact.

Manufacturer narrative:
Account found the trendelenburg linkage is hanging down causing the knob to no longer operate the trendelenburg function. No further information is available on the repair of the bed at this time.